Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Format history file analysis confirmed hardware low level failures (variable 3) due to poor solder joints at u1 ambient light sensor on keypad assembly. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. The pump was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Unit had a scratched case and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.